Event description:
The customer states that an organ donor for a heart transplant generated a negative result with axsym cmv igg assay. The transplant was completed successfully. Afterwards, the donor blood sample was retested and generated positive cmv igg assay results on two separate axsym analyzers. Controls were within specifications. No patient information will be made available by the customer.

Manufacturer narrative:
A review of the customer message history log indicates multiple errors were logged during the testing of the original sample. Error 5071, prior system mechanism failure. System status will change to stopped or paused occurred at 14:10. Error 3081, liquid not found, sample tube, sampling center occurred at 14:11 followed by error 5013, motor step loss, probe up/down, sampling center (probe crash) occurring at 14:11. These error codes indicates there was a level sense issue identified and a probe crash occurred. Error message 2000, cleaning procedure complete, probe clean was generated at 14:22. The message history log indicates the customer performed a probe clean procedure without performing a probe crash recovery procedure. The customer replaced the probe four days later as the probe was found to be clogged. The probe recovery procedure was performed with no further serious issues documented. Service history review for the time period of 10/01/2005 through 10/10/2006 indicates there have been no other complaints for inconsistent results. Field service has verified instrument performance following the probe crash. The most probable cause for the false negative result was due to operator error. The customer did not follow the labeling in the operations manual to perform the probe recovery procedure when error 5013 was generated or verify specimen integrity/volume after the generation of the 3081 level sense error. The issues experienced by the customer are addressed in the axsym system operation manual (ln# 9a26-06) section 10, troubleshooting and diagnostics, observed problems, results erratic, discrepant, and/or experiencing imprecision. Multiple probable causes and corrective actions are listed for an inconsistent result. The probable causes listed include fibrin, red blood cells or particulate matter present in samples and malfunction of the sampling and processing syringe, valve probe and probe link tubing. Corrective actions are listed in the operations manual, which also refers the operator to the assay-specific package insert for processing samples. Section 10, troubleshooting and diagnostics, error code 5013, motor step loss, probe up/down, sampling center instructs the operator to remove the probe, inspect for damage and replace if necessary. Error code 3081 instructs the operator to verify sample integrity, probe position, and to determine if dispense components are dirty or malfunctioning. Corrective actions are listed to resolve the probable causes. Section 9, service and maintenance, daily, weekly, monthly and additional maintenance provides adequate instructions for the operator to verify instrument performance including checking for probe condition or damage. Axsym system software version 5.00 addendum (ln# 04j81-01), section 10, troubleshooting and diagnostics, error 5013 instructs the operator to perform a probe crash recovery procedure. Failure to perform this procedure can result in precision problems, erratic or erroneous results, or level sense errors. Axsym cmv-igg package insert (34-1685/r7), sampling collection and preparation for analysis, indicates the specimens must be spun >10,000 x g for 10 minutes before testing. Limitation of the procedure, states "specimens showing particulate matter, erythrocytes or turbidity must be clarified by centrifugation at >10,000 x g for 10 minutes before testing." The investigation demonstrated that the axsym analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.